Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's parent that the customer was in a car accident due to low blood glucose on (B)(6) 2017 with unknown blood glucose levels at the time of the incident. It is unclear if the customer was wearing the insulin pump during the incident. Troubleshooting was not completed. The caller was calling due to sensor issues as the customer's doctor needs the customer on sensors as part of their therapy. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The correct information has been provided with this report.

Event description:
The customer was on the pump at the time of the accident and was the driver.